Event description:
A materials coordinator reported approximately ten knives were found to have poor cutting performance or dull blades. A second knife had to be opened in each of these instances. There was no patient injury with any of the knives and all procedures were completed with no delay.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).